Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter address 1: (B)(6).

Event description:
Synergy china registry in (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) artery with 95% stenosis and was 72 mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 24 mm overlapped with 3.00 mm x 24 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilatation, residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with myocardial infarction (mi) and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 99% stenosis from lmca extending up to proximal left circumflex (lcx) artery and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% target-vessel revascularization (tvr). Eleven days later, event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and clopidogrel. It was further reported that a 12 lead electrocardiogram (ECG) was not performed. It was unknown whether it was q-wave or non-q-wave mi. The location of mi was not identifiable. Also, cardiac enzymes were not performed. The mi diagnosis was based on symptoms.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address : (B)(6).

Event description:
Synergy (B)(6) registry: in (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) artery with 95% stenosis and was 72mm long, with a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 24 mm overlapped with 3.00mm x 24mm and 3.50mm x 32mm synergy stent systems. Following post dilatation, residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 99% stenosis from lmca extending up to proximal left circumflex (lcx) artery and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% target-vessel revascularization (tvr). Eleven days later, event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
E1- initial information: (B)(6).

Event description:
Same case as (B)(4). Synergy china registry. In july 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) artery with 95% stenosis and was 72 mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 24 mm overlapped with 3.00 mm x 24 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilatation, residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 99% stenosis from lmca extending up to proximal left circumflex (lcx) artery and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% target-vessel revascularization (tvr). Eleven days later, event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and clopidogrel. It was further reported that 12 lead ECG was not performed. It was unknown whether it was q-wave or non-q-wave mi. Location of mi was not identifiable. Also, cardiac enzymes were not performed. The mi diagnosis was based on symptoms. It was further reported that in (B)(6) 2021, cardiac enzymes were noted to be elevated consistent with protocol definition of mi.